Event description:
Doctor was perfoming an orif right humeral shaft and while using the 3.2mm drill bit he encountered a significant amount of burning and smoke and inability to enter the bone. He tried the other drill bit and a similar result. Doctor stated "this was dangerous as we were drilling directly adjacent to the radial nerve." Doctor obtained another drill bit and was able to complete the case without incident. No report of patient injury.

Manufacturer narrative:
No conclusion as to the cause of the failure could be drawn since the product was not returned for examination. Furthermore, no lot information was provided and cardinal health was unable to associate the drill bit to a specific DHR. After reviewing historical documentation it was found that one non conformance report had been issued against part number (B)(4) however, the nonconformance was not associated to the failure mode communicated in the complaint by the customer. The investigation also included a thorough review of manufacturing records and certifications, instructions for use and any previous customer complaints, FDA mdrs, and customer report and no issues were found. The investigation did not reveal any evidence of drill bit design, manufacturing, or labeling anomalies. (B)(4) does include this failure mode in line item 1 as a risk. This risk was addressed by etc testing which demonstrated adequate cutting performance. The IFU also states the user should check the instruments for damage before and during use. If instrument seems to be damaged discontinue use. Never use a malfunctioning damaged or suspected to be damaged instrument.